Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they were able to turn stimulation back on using the programmer. The shaking is as good as it gets. Their hands still shake. The problem arose because they temporarily lost track of the programmer and once they found it things resolved quickly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the patient's device had run out of charge and was not giving out any stimulation. The patient reported that felt the therapy go off, further stating that they were able to charge the ins back up but could not turn stimulation on. The patient stated they tried to use the recharger but that did not turn stimulation back on. At the time of the report, patient confirmed that both the ins and the recharger were both charged, and it was reviewed for the patient that they would need a programmer to turn ins back on. Patient was unable to find the programmer at the time of the report and would continue looking for it tonight and turn in back on. Patient also reported that they lost therapy and was shaking due to the ins/ stimulation being off. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.